Event description:
The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During follow-up, inappropriate therapy was noted due to crosstalk. Further testing revealed oversensing on both atrial and ventricular leads as a result of suspected lead damage. A system revision is expected and the patient is in stable condition. Related device reports: 2017865-2017-00724, 2938836-2017-13499.